Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, after the first stitch of two (2) fast fix was successfully sewn, when preparing to stitch the second one, t2 directly fell off from the stimulator. T1 was left secured in patient and t2 was removed with tweezers.the procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were each returned in original packaging with the batch number of the complaint on the label. Device one, the t1 and t2 were not returned. A partial suture was returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Device two, the t1 and t2 were not returned. A partial suture was returned. The actuator is in the pre-t1/post-t2 position. The needle assembly is severely bent. Bio debris is present. A functional evaluation of device one showed it will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two showed the actuator attempts to move but cannot cycle due to the damaged needle assembly. An analysis of the customer provided images found in the first image the device with a implant in the needle and a piece of suture next to it. The second image shows the device with a piece of suture next to it, no implants are visible. The premature activation can't be evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force allowing the device to prematurely deploy). Based on this investigation, the need for corrective action is not indicated.